Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted for potentially associated lot numbers gd894410 and gd895029 and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The patient was hospitalized for this event. The patient was treated with unreported antibiotics. The cause of the peritonitis is unknown. At the time of this report, the patient was recovering from this event. No additional information is available. Report two of four.